Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 09-jun-2024 one infusion set was leaking at site the infusion set is use for 5 day. The blood glucose level was high and addressing the issue due to correction injection via bolus. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.